Manufacturer narrative:
Awaiting add'l info to continue our investigation of this complaint. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. Method: the device history records for the batch were reviewed. Results: all mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.

Event description:
The physician claims that the pt has a sero-hematoma, that does not appear to be an infection, at the incision site and is on an antibiotic. Add'l info received on 02-jan-2007: the physician claims that the graft was implanted as an aortic-bifemoral bypass to treat an abdominal aortic aneurysm. Following the procedure, the pt was observed to have a sero-hematoma, about the size of a 50-cent coin, at the groin incision site. The pt was aspirated one time to drain the fluid. No redness or obvious signs of infection were found. Pt's pain was only from the swelling. No other problem reported for this pt. The graft was left in. The pt is reported to be healthy and ambulatory.